Event description:
Boston scientific received information that this device system exhibited a low shock impedance measurement of less than 20 ohms. Measurements were normally in the 40-50 ohms range. The clinician reported that the patient was brought in to the clinic to evaluate the lead, and asked if an x-ray would reveal the issue. Technical services discussed that the device system showed less than 20 ohms measurements in november and december 2009 as well, and that an x-ray would help identify a fracture, but may not reveal an insulation breech. Technical services also discussed that the concern with this issue was the potential for the device to not be able to deliver a shock and also that the device could be damaged from a shorted lead condition.

Manufacturer narrative:
Boston scientific received additional information. The field representative discussed additional trouble shooting techniques with technical services. The patient was seen in the clinic and a 1.1 joule and 41 joule shock was delivered. The shock impedances were 34 ohms and 35 ohms. It was noted that the in office shock impedance test showed 43 ohms, and during a remote interrogation the following day, the daily measurement was 44 ohms. Available information suggests the lead remains implanted and in service. No adverse patient effects were reported. Additional information has been provided that this is a device specific issue, not a lead issue.